Event description:
It was reported that during follow-up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were made. Patient is in stable condition.